Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. Based on the available information, the performed investigations are considered adequate, and no additional investigations will be conducted until further information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jun-2024 by a physician concerning a 47-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. The sculptra was prepared a day before and it was diluted with 18 ml of water [water] (as reported) and 2 ml of lidocaine [lidocaine]. On (B)(6) 2024, the patient received treatment with sculptra to arm using a cannula 22g (unknown amount, lot number, injection technique). The sculptra was applied in radiated mini doses. The sculptra was diluted in 18ml of water (intentional device misuse). On (B)(6) 2024, the patient experienced granulomas (granuloma skin) in several injection sites, especially on the right arm. The patient was prescribed with an unspecified oral corticosteroid, which she took for two days and refused to continue taking it when granulomas did not improve. Later, the patient was infiltrated with unspecified intra-granuloma corticosteroid in three sessions, one per week without satisfactory results. On an unknown date, the granulomas were surgically removed at the patient's insistence, and they did not heal, opening the incisions spontaneously. The surgically removed granulomas from the right arm skin revealed that the sample was entirely made up of fibrinoid material that includes remains of amorphous basophilic material with a mucoid appearance that stands out with the alcian blue technique. Absence of atypical neoplastic lesion in the sections examined. The fragments of fibroconnective and adipose tissue in which the presence of fibrinoid and amorphous basophilic material was observed by dissecting collagen bundles. Absence of atypical neoplastic lesion in the sections examined. The patient was currently undergoing cures, and they were awaiting closure for the second time. Outcome at the time of the report: granulomas was recovering/resolving. Sculptra was diluted in 18ml of water was recovered/resolved. Tracking list: v.0 initial, v.1 follow-up information received on 27-jun-2024 from the reporting physician: sculptra treatment date and onset date of granulomas was provided.

Manufacturer narrative:
Company comment: the serious event of granuloma skin was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. Based on the available information, the performed investigations are considered adequate, and no additional investigations will be conducted until further information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jun-2024 by a physician concerning a 47-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. The sculptra was prepared a day before and it was diluted with 18 ml of water [water] (as reported) and 2 ml of lidocaine [lidocaine]. On an unknown date, the patient received treatment with sculptra to arm using a cannula 22g (unknown amount, lot number, injection technique). The sculptra was applied in radiated mini doses. The sculptra was diluted in 18ml of water (intentional device misuse). A month and a half after treatment, the patient experienced granulomas (granuloma skin) in several injection sites, especially on the right arm. The patient was prescribed with an unspecified oral corticosteroid, which she took for two days and refused to continue taking it when granulomas did not improve. Later, the patient was infiltrated with unspecified intra-granuloma corticosteroid in three sessions, one per week without satisfactory results. On an unknown date, the granulomas were surgically removed at the patient's insistence, and they did not heal, opening the incisions spontaneously. The surgically removed granulomas from the right arm skin revealed that the sample was entirely made up of fibrinoid material that includes remains of amorphous basophilic material with a mucoid appearance that stands out with the alcian blue technique. Absence of atypical neoplastic lesion in the sections examined. The fragments of fibroconnective and adipose tissue in which the presence of fibrinoid and amorphous basophilic material was observed by dissecting collagen bundles. Absence of atypical neoplastic lesion in the sections examined. The patient was currently undergoing cures, and they were awaiting closure for the second time. Outcome at the time of the report: granulomas was recovering/resolving. Sculptra was diluted in 18ml of water was recovered/resolved.